Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A user facility reported blood was leaking from the connection of the blood line to the heparin line. The estimated blood loss was 200ml. The patient's hemodialysis treatment was stopped as preventive measure from potential contamination. The patient continued treatment on alternative hemodialysis machine without adverse event or medical intervention.

Manufacturer narrative:
Device review: the complaint combi set was discarded by the user facility. There is no product available from this lot in distribution centers to allow for a sample evaluation from the same lot. The entire lot has been sold and distributed. A batch record review was performed which includes a review of labeling, material/component traceability, non-conformances and/or any associated rework potentially related to the reported complaint, scrap rates, environmental controls, results on in-process and final qc testing. Process controls, compounding/formulation/or configuration requirements. The batch was found to have met requirements with no unexpected variations or adjustments. The complaint sample is not available for evaluation to confirm the alleged product malfunction; therefore the complaint is deemed as not confirmed.